Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the patient was discharged 23 days after hospital admission and was recovered from this peritonitis event the same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as due to "the patient had a poor environment" (no further details were provided). The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for bacterial peritonitis with unspecified antibiotics (does, frequencies, and routes not reported). At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.